Event description:
During a laparoscopic cholecystectomy the surgeon noticed the o ring from the trocar in the abdomen. It was retrieved using graspers. The trocar was from a ftr32 kit, lot# j45m2m. There was no consequence to the pt.